Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the patient's dbs battery was dead without warning and they needed to get it replaced as soon as possible. They were looking for a surgeon to get it replaced immediately. No further complications were reported as a result of this event.